Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Upon visual inspection, engineering observed that the tip of the obturator was fractured, where the complainant's experience mentioned that the tip of the obturator was bent. Based on the condition of the returned unit and the description of the event, it is possible that the bent tip was caused by inserting the trocar at an angle or by pushing against a hard surface. It is likely that the tip fracture was caused by prolonged lipid exposure. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This report represents the initial and final report. Based on the event description received, the event was deemed not reportable. After evaluation by engineering, the event is now deemed reportable due to the fractured obturator tip.

Event description:
Procedure performed: unknown laparoscopic procedure. Event description: "tip of trocar bent. Unable to penetrate abdomen. New trocar opened" additional information was received via email from purchasing contract manager at (B)(6) hospital on (B)(6) 2017. Laparoscopy was performed. No other devices were being used at the time of the event. The incident occurred at the beginning of the procedure. The location of the bend is unknown. The obturator was inside the cannula at the time of the event. No excessive force was applied to the trocar. The trocar was replaced with a new trocar. Additional information was received via email from purchasing contract manager at (B)(6) hospital on 02-oct-2017. No patient injury reported. The device is available for return.